Manufacturer narrative:
(B)(4). Malformed clip the analysis results of the device found that it was received with two overlapped clips in the jaws with tissue present, one of the clips was fired over the other clip. In an attempt to replicate the reported incident, the device was tested for functionality and it fired one malformed clip due to an advancer bypass. After the firing was completed the advancer became jammed and would not return to its home position, not allowing the clips to feed properly. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic hernia procedure the device jammed and tore the vessel. Another device was used to clip the vessel and continue to complete the case with no patient consequence. The account was unable to provide details around what caused the vessel to tear.